Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 2 months. The explanted pump was returned for evaluation. The pump was returned assembled but without the inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief which were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Analysis of the system controller log file that was provided by the account revealed transient elevations in power and flow that appeared to be associated with pi events, but no hazard alarm conditions were captured. Based on past experience with the heartmate ii and similar reported events, this data coupled with the patient's elevated ldh could be indicative of device thrombosis. However, no depositions were observed within the pump and a full examination of the patient's device could not be conducted because the inflow and outflow conduits were not returned. No device-related issues were identified through the analysis of the heartmate ii lvas and a correlation to the reported event could not conclusively be established. Device thrombosis, hemolysis, bleeding, and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2016 with worsening heart failure and pump power elevations with associated elevations in the estimated flow values. The patient¿s lactate dehydrogenase (ldh) level had increased from 301 u/l in the prior week to 542 u/l. The patient¿s inr had been supratherapeutic in prior weeks, and was reported to be 3.5 on admission. Additional anticoagulation treatment of suspected thrombus was not pursued due to the patient also having pneumonia and hemoptysis. An echocardiogram found the aortic valve opening with each heartbeat, mild to moderate aortic insufficiency and mitral regurgitation, mild tricuspid insufficiency, normal right ventricle size and function, and the measured velocity indicated the inflow cannula was free of thrombus. On (B)(6) 2016, a chest x-ray showed moderate bilateral pulmonary infiltrates consistent with edema but with improvement from the previous image. An echocardiogram revealed a severely dilated left ventricle, aortic insufficiency, and the aortic valve opening with every heartbeat. Due to suspected lvad thrombus, an lvad exchange was attempted on (B)(6) 2016. The patient expired during the procedure. The cause of death was reported as aortic insufficiency, pulmonary edema, pulmonary hemorrhage, and right ventricular failure.